Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: customer reports:- we've had an issues with the neo flow sensors used on our g5's in cicu over the weekend. A couple have split in the same position after a short period of time, which affected the vented patients. Affect on patient is unknown. No further information received so far. No patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: customer reports: we've had an issues with the neo flow sensors used on our g5's in cicu over the weekend. A couple have split in the same position after a short period of time, which affected the vented patients. Affect on patient is unknown. No further information received so far. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. A detailed investigation was performed by an expert from the technical service: during ventilation of a patient the flow sensor cracked. Subsequently, the flow sensor needed to be replaced. The cracks in the outer shell of the patient side housing of the neonatal flow sensor were caused by mechanical stress-cracking due to one of the connecting counterparts not being within the tolerances according to iso 5356-1. The hamilton neonatal flow sensor is manufactured according to iso 5356-1, but hamilton medical cannot guarantee that connected components are also hamilton medical products and comply with the iso standard. The device itself worked as intended. In consequence (correction) the affected flow sensors were replaced. No harm to patient, user or third party person was reported. The issue is not likely to be serious to public health but has potential to cause a delay in treatment or an intervention, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d2a, d2b, d4, d10, g4, g6, h2, h4, h5, h8, h11.

Event description:
The following was reported to hamiton medical ag: customer reports:- we've had an issues with the neo flow sensors used on our g5's in cicu over the weekend. A couple have split in the same position after a short period of time, which affected the vented patients. Affect on patient is unknown. No further information received so far. No patient harm or consequences.